Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and after doing so, the malfunction code did not recur. The customer was advised to proceed with using the pump and to call back if any issues arise again.